Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01736, 3005168196-2016-01737, 3005168196-2016-01738. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the hypo-gastric artery using ruby coils. During the procedure, the physician deployed and detached the first ruby coil in the target site using a lantern delivery microcatheter (lantern) with no issue. It was reported that the hospital staff was changed in the middle of the procedure. While attempting to advance a new ruby coil through the lantern, the technologist experienced resistance and the ruby coil pusher assembly became kinked; therefore, it was removed. Thereafter, the technologist attempted to advance two new ruby coils through the same lantern; however, resistance was experienced again and both ruby coils pusher assemblies became kinked. Therefore, the ruby coils and lantern were removed and the procedure was completed using four new ruby coils and a new lantern with no issues. It should be noted that the physician did not used a rotating hemostasis valve (rhv) and did not use continuous flush; however manual flush was performed after each coil insertion. There was no report of an adverse effect to the patient.